Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2008, the patient's wife reported the patient had an elevated blood glucose reading of 479 mg/dl. She stated the patient is normally on r500 insulin which has effectively controlled his readings, but currently he is using humalog in his insulin infusion device and his readings are elevated. On follow up the same day with the patient's nurse, the nurse stated the patient started training and using his new insulin infusion device yesterday. He said the patient's wife stated the patient's blood glucose reading before dinner last night was 322 mg/dl. She stated the patient bolused 3 units of insulin, and she was advised by the nurse that the bolus should have been 16 units of insulin. The wife then reported the patient's reading was 479 mg/dl at 8:30 am. Today. The wife called the patient's doctor and the doctor said to use regular insulin, so the wife disconnected the patient from the infusion device. The nurse said he asked the wife to reconnect the patient to the device as the bolus given last night was insufficient. The wife filled another cartridge and reconnected the patient to the device and by 9:15 am, the patient's blood glucose was 396 mg/dl. The nurse called back at 10:30 am after checking with the doctor. The nurse stated the doctor agreed that humalog insulin could be used but would like for the patient's basal rates to be increased from 2.1 u/hr to 4.5 u/hr. No product will be returned for evaluation.